Manufacturer narrative:
It was reported that the patient's device had extruded prior to explant. This report is submitted on 22 september 2020.

Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient experienced a skin flap breakdown which was treated with oral antibiotics. This did not resolve the issue resulting in an explant of the device on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.